Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to hospital with pain at implant site and fever. The system was explanted due to infection. Patient is being treated with antibiotics and is doing better.